Manufacturer narrative:
Section d8 was corrected. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and the patient experienced shortness of breath, difficulty breathing and a mini stroke/transient ischemic attack. The patient reported tilting of the ivc filter and experiencing psychological injuries or mental anguish related to the filter, in addition to continuous breathing problems that began after the filter was implanted. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with technique, and the anatomy of the vessel, specifically asymmetry and tortuosity. With the limited information provided it is not possible to determine what factors may have contributed to the reported events of stroke, shortness of breath and difficulty breathing. It is unknown if the stroke was embolic or hemorrhagic in nature. Anxiety may be related to underlying patient specific issues. These events do not represent a device malfunction. With the limited information provided the reported events and or a device malfunction could not be confirmed and a relationship between the filter and the events established. Review of the information provided does not suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: shortness of breath, difficulty breathing, and mini-stroke in 2016. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. According to the information received in the patient profile form (ppf), the patient reports tilting of the ivc filter and suffering from psychological injuries or mental anguish related to the filter, in addition to continuous breathing problems that began after the filter was implanted.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: shortness of breath, difficulty breathing, and mini-stroke in 2016. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. According to the information received in the patient profile form (ppf), the patient reports tilting of the ivc filter and suffering from psychological injuries or mental anguish related to the filter, in addition to continuous breathing problems that began after the filter was implanted. Per the implant records, the patient had a history of deep vein thrombosis (dvt) and was maintained on anticoagulation therapy; however, despite adequate anticoagulation, developed pulmonary embolism. The patient was recommended to have placement of an inferior vena cava (ivc) filter to prevent recurrent pulmonary embolism. A trapease inferior vena cava filter was deployed into the infrarenal inferior vena cava without complications. The patient tolerated the procedure well and was taken to the recovery room in stable condition without complications.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes pulmonary embolism while on adequate anticoagulation and deep vein thrombosis (dvt). The filter was deployed into the infrarenal inferior vena cava without complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to shortness of breath, difficulty breathing, and mini-stroke in 2016. Per the patient profile form (ppf), the patient reports tilting of the ivc filter and suffering from psychological injuries or mental anguish related to the filter, in addition to continuous breathing problems that began after the filter was implanted. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with technique, and the anatomy of the vessel, specifically asymmetry and tortuosity. With the limited information provided it is not possible to determine what factors may have contributed to the reported events of stroke, shortness of breath and difficulty breathing. It is unknown if the stroke was embolic or hemorrhagic in nature. Anxiety may be related to underlying patient specific issues. These events do not represent a device malfunction. With the limited information provided the reported events and or a device malfunction could not be confirmed and a relationship between the filter and the events established. Review of the information provided does not suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and the patient experienced shortness of breath, difficulty breathing and a mini stroke/transient ischemic attack. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information provided it is not possible to determine what factors may have contributed to the reported events of stroke, shortness of breath and difficulty breathing. It is unknown if the stroke was embolic or hemorrhagic in nature. These events do not represent a device malfunction. With the limited information provided the reported events and or a device malfunction could not be confirmed and a relationship between the filter and the events established. Review of the information provided does not suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: shortness of breath, difficulty breathing, and mini-stroke in 2016. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment.